Event description:
Additional information was received and states that: on (B)(6) 2024, the patient had a visit with the physician assistant 5 months out from receiving bilateral knee replacements. The patient¿s right knee is now painful and doesn't feel like it is improving. A lot of synovitis, thickened synovium and fluid in the knee was identified. On (B)(6) 2024, the patient returns to the surgeon. On xray there is resorption in tibia zone 1 and the posterior flange of the femur. The surgeon suspects a chronic low-grade infection. He plans to either perform a 1-stage revision or explant with a temporary antibiotic spacer dependent on what the cultures grow within the next couple weeks.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, h6 health effect - clinical code. Corrected: h6 health effect - impact code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
Subject ID: (B)(6). Study no: d(B)(4) clinical adverse event received for infection - deep. Device and procedure (relatedness): device related: possibly. Procedure related: possibly. Date of event: (B)(6) 2024. Date of implant: no information provided. Date of revision: no information provided. Device location: right. Treatment/impact: no information provided.